Event description:
It was reported the quantum 2 surgery system did not recognize the wands upon connection. The event allegedly led to a 30-minute surgical delay. No further info was provided.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.